Manufacturer narrative:
E1 facility address postal code: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image was flickering. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
It was reported that the camera head image was flickering. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of flickering image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded coupler and cable damage, leak based on the results of the investigation, the most likely cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.